Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported multiple false reactive hcv ag results when processing on the architect i2000sr. Initial results ranged from 3-20 fmol/l. When repeated in duplicate 50:50 remained reactive. Additional testing with pcr was done on these and yielded nonreactive results. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, service history, ticket trending, device history record, and product labeling. Review of the ticket trending and lot search did not identify an increase in complaint activity related to false reactive patient results. A device history record review was performed on lot 89165lp28, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to be adequate. To further investigate the customer issue, accuracy testing was performed for lot 89165lp28 using retained kits. All replicates met acceptance criteria and the testing passed. There have been no further occurrences of discrepant results after the cmia reader was replaced. A search for similar complaints identified no adverse trend of the cmia reader related to discrepant patient results. No similar issues as described in this complaint, and no trend associated with the architect i2000sr erratic result rate was identified. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.